Manufacturer narrative:
The reported event of an inability to obtain impedance measurements was confirmed. The information provided was reviewed and it was determined that there was a invalid value, which prevented the impedance measurements from completing. The root cause of the invalid value was unable to be determined with the information provided.

Event description:
Additional information received indicated that the device exhibited diagnostic issue by inhibiting impedance measurements.

Event description:
It was reported that the patient presented in the clinic with the device exhibiting diagnostic issue. Programming changes were made. The patient was stable.